Manufacturer narrative:
The investigation is in progress. A supplemental will be submitted upon completion.

Event description:
Edwards received notification regarding a 26mm sapien 3 ultra valve implanted in the native aortic position. Per report, the tavr did not help and the patient was much worse after. 'The valve was leaking greater than 4'. A week after the operation, the patient experienced a syncope and a balloon expansion was performed but did not close the leak completely. The leakage was down to 1+. The patient is still going through some difficulties and he feels about as good now as before the original tavr procedure.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The complaint for unknown valvular regurgitation was unable to be confirmed as relevant imagery was not provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the tavr didn't help and he was worse after, much worse. The valve was leaking greater than 4. A week after the operation, the patient experienced syncope. The patient's new cardiologist did a balloon expansion but couldn't close the leak completely. The leakage was down to 1+'. In this case, as the post dilation helped to resolve the regurgitation, it is possible that the valve under expansion during the initial valve deployment could have contributed to the event. Under expansion of transcatheter heart valve (thv) could lead to inadequate coaptation of leaflets or seal against the native annulus, and it resulted in regurgitation (leaking) as reported. However, a definitive root cause is unable to be determined at this time. Available information suggests that procedural factors (under expanded thv) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.